Event description:
The manufacturer rec'd info alleging a ventilator alarmed and failed to charge its internal battery. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the complaint was confirmed. The device's internal battery was replaced to address the issue.